Event description:
It was reported that this was a venotomy closure of the right common femoral vein using a proglide device after an electrophysiology interventional procedure using an 11.5f sheath. Reportedly, the device became stuck and could not be removed after deployment. The lever had closed completely and the foot retracted prior to attempting to remove the device. Cut down surgery was performed to remove the proglide device from the anatomy. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Post procedure (outside of the patient anatomy), the physician/staff manipulated the device and did some trouble shooting in which the foot broke off (and was lost) and the device separated into pieces. It was confirmed that this did not occur during the procedure and no portion of the proglide remained in the patient anatomy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported device entrapment could not be determined. Factors that may contribute to a device entrapment include but are not limited to; tissue or suture caught in the foot, or posterior cuff partly deployed in the foot. The subsequent treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.